Event description:
On (B)(6) 2018, a 33m was implanted and recovered and was discharged. On 08 january 2019, abbott was made aware from patient device tracking that the patient expired at another facility on (B)(6) 2018. Information from the implanting surgeon indicated that the patient was seen on (B)(6) 2018 and had no evidence of a device malfunction was noted. Per the family, it is reported that the "valve was not working as expected' however the facility where the patient died did not provide abbott any information and due to privacy restrictions, abbott was unable to obtain additional information.

Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the information made available we have no evidence of a device malfunction.

Event description:
On(B)(6) 2018, a 33mm epic valve was implanted. On (B)(6) 2019, abbott was made aware from patient device tracking that the patient expired following the surgery on (B)(6) 2018. It was noted the valve was not working as expected. Additional information has been requested.